Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture". This record is for the left side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, d9, h3, h6.

Event description:
Device has been explanted and replaced.

Event description:
Healthcare professional reported left side rupture. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: rupture: observed broken device assessed as surgical damage and missing piece of shell assessed as inconclusive. No additional observations performed on the device. No further actions are required. Additional, changed, and/or corrected data: h3; h6.

Manufacturer narrative:
Additional, changed, and/or corrected data: a5, a6, b6, h6.

Event description:
Healthcare professional reported "rupture". This record is for the left side. Device remains implanted.

Manufacturer narrative:
Corrected data: aware date in supplemental medwatch 3 should have been listed as 6jun2025.

Event description:
Healthcare professional reported "rupture" diagnosed via CT scan. This record is for the left side. Device was explanted.